Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the thigh, which is off-label usage of the device. The patient reported an issue that occurred approximately one year ago. The sensor was started and was working effectively, however, within two days, the patient noted redness and itchiness at the sensor site. The patient removed the sensor and reported observing redness and blistering. The patient was evaluated at the va clinic and diagnosed with skin inflammation and irritation. He was prescribed unspecified topical cream and an injection. The patient has fully recovered and reports no lasting effects. Additional reaction description included burning sensation, rash and pustules at the site. At the time of the report, the patient was doing fine. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.